Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received multiple motor errors. The customer¿s blood glucose level was 104 mg/dl. The customer that they received a motor error alarms and the insulin pump was exposed moisture and also had crack around the reservoir compartment, the back and by the battery compartment. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test and occlusion test. Device failed prime test due to moisture damage on force sensor resistor. No back light during self test due to moisture damage on electronic board stack. Device received with cracked case at lcd window corners. Device received with moisture damage on motor assembly.